Manufacturer narrative:
Disposed of.

Event description:
Revision surgery - due to the patient falling and tearing their rotator cuff.

Manufacturer narrative:
The reason for this revision surgery was identified as a torn rotator cuff, trauma, after 4.7 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this part from this lot. The root cause for the torn rotator cuff, trauma, was reported as a fall. There is no information reported that showed a material, design, or manufacturing problem with the product.